Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient manifested cloudy effluent. That same day, the patient was hospitalized for the event. Also that same day, the patient was started on injection vancomycin (2g then every fourth day up to the fourteenth day; route not reported), injection ceftazidime (2g daily up to the fourteenth day; route not reported), and injection heparin (¿on every exchange¿; dose, route, frequency, and duration not reported) for peritonitis. The following day, the patient was diagnosed with peritonitis. Dianeal therapy remained ongoing. Five days after the event onset, the patient was deemed recovered. The next day, the patient was discharged from the hospital. Fourteen days after the event onset, the antibiotics were discontinued. No additional information is available.